Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed that the right atrial (ra) lead exhibited high impedance measurement. The ra lead was capped and replaced on 15 oct 2024. The patient was discharged with no reports of adverse consequences.